Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 117 mg/dl, 567 mg/dl, 116 mg/dl, and 149 mg/dl. Customer was feeling hot at the time of the readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.